Manufacturer narrative:
E1: reporting institution phone: (B)(6) . Reporter phone number: (B)(6). H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00069. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer on the v60 indicating that the pressure sensor connection failed, and the proximal pressure sensor failed to zero. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) arrived onsite to evaluate the device and confirmed the reported problem. The asp troubleshot the solenoid valve and da board and found that the data board was faulty. The asp replaced the data board, and the device returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.